Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl and clonidine via an implantable pump for spinal pain indications. The patient reported that on sunday they had a major issue with their pump and personal therapy manager (ptm) connecting. Patient stated they were unable to get a bolus for 12 hours. Patient also mentioned the pump stalled as if it had an magnetic resonance imaging (MRI) done and did not come back on for a while and they did not have an MRI. The patient stated the nurse came on monday to do the refill and reached out to medtronic's emergency line but no one ever called them back. Patient stated they only had the major telemetry issue sunday-monday and had not encountered a problem once they were able to connect monday. Patient stated they did not get a power cord that worked and requested another charging cord for their ptm.